Event description:
A literature study was conducted on ninety-six eyes that underwent femtosecond laser-assisted cataract surgery (flacs) and one hundred and ten eyes that underwent conventional phacoemulsification surgery (cps). In the cps group, cell loss was highest near the main wound at postoperative month one, but the damage increased further by month three before stabilizing by month six. The other regions in the cps group showed more variability and higher overall loss compared to flacs. This report pertains to the cps group involved in the study.

Manufacturer narrative:
Additional information provided in b5., h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature study was conducted on ninety-six eyes that underwent femtosecond laser-assisted cataract surgery and one hundred and ten eyes that underwent conventional phacoemulsification surgery. In the conventional phacoemulsification surgery group, cell loss was highest near the main wound at post-operative month one, but the damage increased further by month three before stabilizing by month six. The other regions in the cps group showed more variability and higher overall loss compared to femtosecond laser-assisted cataract surgery. This report pertains to the conventional phacoemulsification surgery group involved in the study.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.